Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose and sensor reads a high number. The customer treated with glucose tablets for lows. Customer's low blood glucose at time of incident was 46mg/dl and later blood glucose was 75 mg/dl. Customer's high blood glucose was 220 mg/dl. Customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.